Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead had dislodged post implant. The ra and rv lead w ere revised and repositioned. The ra lead dislodged again shortly after revision, requiring another procedure to remove the ra lead and plug the atrial pin port with no atrial lead implanted. The rv lead dislodged again after the ra lead was removed. The rv lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.